Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation, mmdg was unable to confirm any free flow or over delivery behavior by the pump. During the investigation a 40 psi test was performed to check the pump for potential free flow and passed. Mmdg cannot replicate the complaint or find any indication that it occurred as reported. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was free flowing. During follow up communication from mmdg the initial reporter stated that the free flow started as soon as the latch assembly was closed. The initial reporter also stated that this occured during testing and there was no patient involved. [(B)(4)].